Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from unknown formulation via reusable device (humapen luxura half-dose), for treatment of type 1 diabetes, since (B)(6) 2014. Dosage regimen was not provided. Approximately on (B)(6) 2018, about three and a half year after starting insulin lispro therapy, there was a stiffness on the button compared to the past of her humapen luxura half-dose. Also, the device gave more insulin than needed, although she had set the normal dose. Her glucose value decreased to 50s (not units or reference ranges were provided) and even, the glucose value has decreased to 30. The event of blood glucose decreased was considered serious due to its medical significance. She did not recover from the event of blood glucose decreased. Information regarding corrective treatment and outcome for remaining event was not provided. Insulin lispro therapy was ongoing. The patient was the operator of the humapen luxura half-dose and her training status was not provided. The model humapen luxura half-dose duration of use and the suspect humapen luxura half-dose duration of use were approximately three and a half years. The suspect humapen luxura half-dose was retained for possible return. The reporting consumer did not provide a relatedness assessment for the events to insulin lispro therapy or the humapen luxura half-dose. Update 08-may-2018: information received on 25-apr-2018 and 07-may-2018 were processed together. Edit 10may2018: updated medwatch and european and canadian (EU/ca) fields or expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6)2018 in the describe event or problem. Field. No further follow-up is planned. Evaluation summary: a consumer reported on behalf of a female patient that the patient's humapen luxura hd device had more "stiffness on the button compared to the past" and delivered more insulin than the set dose. The patient experienced decreased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) injections (humalog) from an unknown formulation via a reusable humapen luxura half-dose (hd) pen, for treatment of type 1 diabetes, since (B)(6) 2014. Dosage regimen was not provided. Approximately on (B)(6) 2018, about three and a half year after starting insulin lispro therapy, there was a stiffness on the button compared to the past of her humapen luxura hd pen. Also, the device gave more insulin than needed, although she had set the normal dose ((B)(4)/lot unknown). Her glucose value decreased to 50s (not units or reference ranges were provided) and even, the glucose value has decreased to 30. The event of blood glucose decreased was considered serious due to its medical significance. She did not recover from the event of blood glucose decreased. Information regarding corrective treatment and outcome for remaining event was not provided. Insulin lispro therapy was ongoing. The patient was the operator of the humapen luxura hd pen and her training status was not provided. The model humapen luxura hd duration of use and the suspect humapen luxura hd pen duration of use were approximately three and a half years. The suspect humapen luxura hd pen was retained for possible return; however not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the events to insulin lispro therapy or the humapen luxura half-dose. Update 08-may-2018: information received on 25-apr-2018 and 07-may-2018 were processed together. Edit 10may2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields or expedited device reporting. No new information added. Update 28-may-2018: additional information received on 23-may-2018, added the product complaint (B)(4), no other changes were made to the case. Update 31may2018: additional information received on 31may2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, improper use and storage from yes to no, and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen luxura hd pen. Corresponding fields and narrative updated accordingly.